Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery for recurrent hernia and to remove the device. The physician noted scar tissue and that the small bowel was adherent to the mesh. It appeared that the mesh was folded on itself and the small bowel was grown into the mesh. After lysis of adhesions and partial removal of the mesh a small bowel resection was completed. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. No sample has been returned for evaluation. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2004: the patient underwent repair of a ventral and umbilical hernia. A bard/davol composix kugel was implanted in patient during this repair. On (B)(6) 2016: the patient underwent surgery to explant the failed mesh device and repair a recurrent incisional hernia. During the procedure the physician noted that ¿there was a great deal of scar tissue particularly right in the midline at the old mesh, small bowel was adherent to the mesh. It appeared that the mesh has actually folded on itself and the small bowel was actually grown into the mesh.¿ after extensive lysis of adhesions and partial removal of the mesh it was determined that ¿where the small bowel was attached to the mesh had completely grown into the bowel, there was no way to remove this section. I, therefore, did a small bowel resection, removed approximately a foot and a half of small bowel.¿. The patient continues to experience complications related to the mesh. He has already and will likely require additional surgeries to repair the damage from the product. The mesh implanted in patient failed to reasonably perform as intended, and had to be surgically removed necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus provided no benefit to him. The patient has been injured. He has sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery for recurrent hernia and to remove the device. The physician noted scar tissue and that the small bowel was adherent to the mesh. It appeared that the mesh was folded on itself and the small bowel was grown into the mesh. After lysis of adhesions and partial removal of the mesh a small bowel resection was completed. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. No sample has been returned for evaluation. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document information provided via medical records. The medical records indicate that twelve years post implant the patient presented with complaints of an abdominal bulge that had developed multiple years prior and had grown in time. The patient was diagnosed with a recurrent incisional hernia and underwent repair. During the revision procedure it was noted that the mesh had "folded on itself." The is no indication in the medical records provided as to what may have caused this condition. The additional information obtained from the medical records provided, does not change the initial determination. No conclusion can be made. Updated fields: a2, a4, b2, b4, b5, b6, b7, g1, g2, g4, g7, h2, h6, h11. This file represents the device 1. An additional emdr was submitted to represent the other bard device. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6)2004: the patient underwent repair of a ventral and umbilical hernia. A bard/davol composix kugel was implanted in patient during this repair. (B)(6)2016: the patient underwent surgery to explant the failed mesh device and repair a recurrent incisional hernia. During the procedure the physician noted that ¿there was a great deal of scar tissue particularly right in the midline at the old mesh, small bowel was adherent to the mesh. It appeared that the mesh has actually folded on itself and the small bowel was actually grown into the mesh.¿ after extensive lysis of adhesions and partial removal of the mesh it was determined that ¿where the small bowel was attached to the mesh had completely grown into the bowel, there was no way to remove this section. I, therefore, did a small bowel resection, removed approximately a foot and a half of small bowel.¿ the patient continues to experience complications related to the mesh. He has already and will likely require additional surgeries to repair the damage from the product. The mesh implanted in patient failed to reasonably perform as intended, and had to be surgically removed necessitating further invasive surgery to repair the very issue that the product was intended to repair, and thus provided no benefit to him. The patient has been injured. He has sustained severe and permanent pain, suffering, anxiety, depression, disability, impairment. Addendum per medical records provided by the patient's attorney: (B)(6)2004 the patient was diagnosed with a ventral umbilical hernia and underwent repair with implant of a bard/davol composix kugel mesh (device 1). (B)(6)2016 the patient had an office visit with complaints of a bulge developing in the midline of the abd. A bulge had been there for years and getting bigger with time with some pain. Patient was diagnosed with an incisional hernia. (B)(6)2016 the patient was diagnosed with recurrent incisional hernia and underwent a diagnostic laparoscopy converted to exploratory laparoscopy with small bowel resection, right and left myofascial advancement flaps, repair recurrent incisional hernia with implant of a bard/davol phasix mesh (device 2) and removal of the old composix kugel mesh (device 1). Per the operative report details, "there was a great deal of scar tissue particularly right in the midline at the old mesh (device 1), small bowel was adherent to the mesh (device 1). It appeared that the mesh had actually folded on itself and the small bowel was actually grown into mesh. However, where the small bowel was attached to the mesh had completely grown into the bowel; there was no way I was able to remove this section. Did small bowel resection, removed approximately a foot and a half of small bowel. Once done, laid 15 x 20 cm phasix st mesh (device 2) within this submuscular space. The mesh (device #2) was able to be sutured to posterior fascia using a simple interrupted pds suture. (B)(6)2018 the patient presented to the hospital ER with complaints of abd pain, nausea and increased blood pressure after working on his car and lifting a tire. Patient was evaluated and an abd bulge was noted. Patient was referred to follow up with general surgeon. (B)(6)2019 the patient had an office visit with a surgeon due to an abd bulge with associated abd pain. Patient was diagnosed with a recurrent incisional hernia. Per the surgeon's plan: "discussed some of the factors for hernia recurrence. One of the patient controllable factors is smoking. When asked about quitting he was pretty clear that he was not going to quit cigarettes. Told that given his multiple recurrence and smoking status he had a very risk of hernia coming back and that did not seem to bother him. I am hesitant to offer him a surgery that is not emergent in a patient who is relatively non-compliant. Will review previous records and imaging so that he and I can have a clear discussion about his options." Alleged outcomes attributed to device: "adhesions, bowel/intestine obstruction, recurrence, mesh migration, mesh shrinkage, pain & suffering and ring break, foreign body giant cell reaction to the mesh.